Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain device serial number. Further information was requested but not received. The unique device identifier (UDI) number is unknown because the serial number and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2021-13414, 1627487-2021-13415. It was reported the patient had an infection. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address the issue.